Event description:
Per the clinic, the patient developed a persistent infection at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.